Event description:
Patient presented with pain, swelling, and reduced flexion in left knee. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted the pain and swelling reported was likely the result of loosening, wear, or infection, as addressed under general surgical risks in the product labeling.